Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as 'patient related factor'.

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Manufacturer narrative:
Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as unknown. D3.- date of event: "06/06/2025" should be added. Claim# (B)(4).

Manufacturer narrative:
D4.model#: "vticm5_13.2 (-5.0/ 1.5)" should be removed and "vticm5_12.6 (-5.0/ 1.5)." D4.catalog#: vticm5_13.2" should be removed and "vticm5_12.6." Claim# (B)(4).